Manufacturer narrative:
(B) (4): eval (other) - work order search. A parent/child work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B) (4).

Event description:
It was reported that the surgeon attempted to insert collamer single piece lens and felt tightness as it was advancing in the cartridge. There was pt contact but the lens was not implanted.